Event description:
It was reported that a user of the ilet insulin delivery system experienced hyperglycemia with a reported blood glucose of 352 mg/dl and a device notification history including a high glucose alert and an occlusion alert while using a cd steel infusion set; the user also reported that only 44% of a breakfast meal announcement dose was delivered and that meal announcements were being entered while glucose was elevated. Symptoms included elevated blood glucose. Outcomes included user-performed troubleshooting and education, with replacement of tubing and connector and a planned follow-up to assess glucose levels. Investigation included technical support guidance on supply change and use instructions for meal announcements. Investigation of this case revealed no confirmed device malfunction, with cause of the hyperglycemia unclear. It was concluded that the event involved hyperglycemia with an unclear cause and reported occlusion alert, with user education provided on appropriate meal announcement use and supply change. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.